Manufacturer narrative:
The reported events were helix damage and sensing anomaly. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead noted the helix was stretched/ damaged consistent with procedural damage. Electrical testing found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left bundle branch (lbb) lead was repositioned several times in the distal lbb area due to poor sensing and the lead helix was found damaged. The lbb lead was removed and another lead was used. The second lbb lead used was found to have similar sensing issues and upon removal, the lead was found to have damages. The physician believes the poor sensing was potentially due to patient anatomy. The leads were removed and a new lead was placed at the right ventricle apex. The patient had no adverse consequences.